Event description:
Additional information was received indicating the pocket was reopened and the connection was assessed. No anomalies were noted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high shock impedance greater than 125 ohms. The physician is planning to schedule a revision procedure for a future date. No adverse patient effects were reported.

Event description:
Additional information was received indicating this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) continue to exhibit a high shock impedance greater than 125 ohms. The local area field representative reported the patient has not yet been scheduled for a revision procedure. No adverse patient effects were reported.

Event description:
Additional information was received indicating a high out of range shock impedance measurement was again observed. The local area sales representative reported the patient will continue to be followed via routine follow-up appointments. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Further inspection of the header ports indicated the rv lead was not inserted fully. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Should additional information become available this report will be updated.

Manufacturer narrative:
Our records currently indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was explanted and was returned from another manufacturer. No adverse patient effects were reported.